Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). According to the gore® excluder® aaa endoprosthesis featuring c3® delivery system instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2014, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 52mm in diameter, and was implanted with gore® excluder® endoprostheses. It was reported that on (B)(6) 2014, a type ii endoleak (portion of the aneurysmal sac that was not thrombosed, not a true endoleak) was identified. From (B)(6) 2014 till (B)(6) 2016, the aneurysm enlarged from 49mm to 55.5mm. Follow up cta on (B)(6) 2017, determined that the maximum diameter of aortic aneurysm/lesion was 53mm. On (B)(6) 2017, the patient underwent coil embolization procedure of the abdominal aortic aneurysm.